Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulator (scs) lead migration. The patient underwent a procedure to replace the leads, however, the physician failed to position the new lead due to excessive scar tissue. The procedure was aborted, and the leads were explanted. The patient was doing well postoperatively, and the explanted leads will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7076533.

Manufacturer narrative:
Correction to block h6. Additional information in block d4. Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulator (scs) lead migration. The patient underwent a procedure to replace the leads, however, the physician failed to position the new lead due to excessive scar tissue. The procedure was aborted, and the leads were explanted. The patient was doing well postoperatively, and the explanted leads will not be returned.